Event description:
No osseointegration, periodontal disease and local infection/subacute chronic osteitis at time of surgery, no thread tap used, primary stability was achieved, implant was completely covered by bone, maybe overheating of bone, preceding bone augmentation, infection, pain, swelling. Patient had a prior bisphosphonate treatment, affected healing.